Manufacturer narrative:
Additional, changed, and/or corrected data:. Device evaluation: the device related to the reported event of rupture, deformation, creases/folding of implant, seroma-late and capsular contracture, was received on september 14, 2022 with lot number: 2408835. Based on the device analysis grid, the assessments of the complaint are: rupture: was observed, one opening in anterior side assessed as surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Deformation: not observed in the device. Creases/folding of implant is are observed. Additional observations: yellow particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, shell deformed and folded, and liquid between the device and the capsule. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture, capsular contracture, baker grade iii. Shell deformed and folded, and liquid between the device and the capsule. Device has been explanted.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, shell deformed and folded, and liquid between the device and the capsule. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, "liquid between the device and the capsule".